Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7091001/7092783/7091333/7091247

Event description:
It was reported that the patient was admitted to the hospital due to chronic infection. Signs and symptoms of pain, redness and wound dehiscence were noted. The physician reported that the infection was not due to device and that the patient was diabetic and taking immunosuppressants. The patient underwent an explant procedure and was doing well postoperatively with antibiotics.

Event description:
It was reported that the patient was admitted to the hospital due to chronic infection. Signs and symptoms of pain, redness and wound dehiscence were noted. The physician reported that the infection was not due to device and that the patient was diabetic and taking immunosuppressants. The patient underwent an explant procedure and was doing well postoperatively with antibiotics.